Event description:
I (B) (4) was asked by (B) (4) on february 26, 2010 in the edwards evaluation lab, if I knew anything about a valve underneath the hood. The device was returned in its original container and box along with the valve's plastic cage. The valve appears to have blood stains, however the valve did not appear to have any implant sutures. It is unknown if the device was attempted to be implanted. It also appears as though the leaflets do not coapt properly and one of the posts is showing the wireform. This is an administrative return until additional information is gathered. Documents for this device indicate the device is a 2800, 23mm, (B) (4). Per telephone call to customer service on (B) (6) 2010, this device was purchased by (B) (4) on (B) (4) 2008. A call was placed to the sales representative (B) (4) on (B) (4) 2009 by an unknown edwards employee who was then transferred to (B) (4) at (B) (4). This individual was then referred to risk management (B) (4). (B) (4) indicated ¿failed valve during surgery¿, the surgeon and patient are unknown. (B) (4) records indicate that the valve was returned on 09/04/2008. (B) (4) will pull whatever he has and send it via e-mail to me (it is unknown who ¿me¿ is referred to.) On 04/09/10 device evaluation indicate valve was sutured therefore the device was implanted and is now reportable.

Manufacturer narrative:
Failed valve during surgery. Evaluation summary: blood stains and suture holes are detected in the sewing ring. A gap is noted at the coaptation region. Commissure 2 appears to be pushed out in the x-ray. The wireform is exposed at commissure 2 at the outflow aspect. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via telephone for the operative report, and additional information, however, no additional information was provided, device was returned for evaluation.